Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.5/1.5/069 (sphere/cylinder/axis) lens tore during loading after opening the vial. On (B)(6) 2023, the lens was intraoperatively implanted, removed, and replaced with a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.5/1.5/069 (sphere/cylinder/axis) lens tore during loading after opening the vial. On (B)(6) 2023, the lens was intraoperatively implanted, removed. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. Cause of the event is unknown. (B)(4).